Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Subsequently, it was reported that a malfunction alarm occurred after customer submerged the pump into the water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.